Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult to split sheath was confirmed and appears manufacturing related. The product returned for evaluation was 4.5fr microintroducer sheath. The dilator was not returned for evaluation. The handles of the sheath were partially split. The break edges on the handles were jagged. Microscopic examination of both handles revealed sections of the handle that had not split easily, where the material had been stretched and thinned instead of breaking cleanly. The wall thickness of the sheath was measured and confirmed to meet the product specification. The poor breakability and peelability will be considered manufacturing related. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported that when using the peel-away sheet was unbreakable. During an attempt to remove it, it almost disappeared into the patient. Eventually they were able to remove the sheath, but it doesn't seem to function well/break.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) of reep2962 showed no other similar product complaint(s) from this lot number.

Event description:
When using the peel-away sheet was unbreakable. During an attempt to remove it, it almost disappeared into the patient. Eventually they were able to remove the sheath, but it doesn't seem to function well/ break.